Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported noticing a large gap between the cartridge and the piston rod after changing the insulin cartridge. Caller stated the customer received more insulin than usual. Caller alleges the piston rod must have been pressed forward and then went back again. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.